Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager was failed due to component. Field service engineer move medcart cable to a different port on the comsled to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager was failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.